Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues receiving unexpected restart alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer's alarm history was checked and battery out limit, unexpected restart, and external ram crc errors were noted. The customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and tested with no unexpected battery out limit noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump passed self test and a21 error test. No a21 alarm, no a17 alarm and no reset alarm noted. However, the insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.